Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following sections were corrected: d4, d8, h4. Based on the results of the investigation, the phenomenon was reproduced. It was determined that the phenomenon, ¿the screen black out occasionally¿, was caused by a defective internal board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A damaged printed circuit board was discovered and caused the reported intermittent image failure. Additionally if additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while preparing for a diagnostic ear, nose, and throat endoscopy procedure, his olympus video system center was experiencing an intermittent image failure. According to the initial reporter, the intended procedure was completed using a similar device without any delays or patient harm.